Event description:
New information received indicates that there has been no further incidence of emi or noise recorded. The patient was brought into clinic to produce provocative maneuvers and nothing could be reproduced. The patient remains in a stable condition and device performance has not been affected.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for a follow-up, episodes of supra ventricular tachycardia and non-sustained vt due to noise and oversensing on the discrimination channel were observed. Emi was suspected. No intervention was performed. The patient was stable.